Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The reported recurrent mr appears to be related to the tissue injury and the dyspnea is a cascading effect of the recurrent mr. Tissue injury, mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) on (B)(6) 2024. The procedure was successful and mr was reduced to grade 1-2. At a follow up appointment, it was found that the clip had perforated the posterior leaflet and mr has increased to grade 4 and a return of dyspnea symptoms occurred. On (B)(6) 2025 a second procedure was performed. One clip was placed without issue. A second clip was attempted to be placed however it was unable to successfully grasp the leaflets therefore it was removed. It was noted that the clip had caused damage to the edge of the leaflets. Despite this, mr was reduced to grade 2-3 at the conclusion of the procedure.